Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation the blood was foamy with a bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes. This was discovered after use. The following information was provided by the initial reporter: after centrifugation, blood in the tube was foamy. The machine drew the form and error occurred.

Event description:
It was reported that after centrifugation the blood was foamy with a bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes. This was discovered after use. The following information was provided by the initial reporter, translated from japanese to english: after centrifugation, blood in the tube was foamy. The machine drew the form and error occurred.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bubbles on top of the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for bubbles on top of the tube with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.